Event description:
Emt's attended to a person described as having a weak pulse and shallow breathing. The patient's condition deteriorated and the device was connected to the patient in an attempt to perform an automated ECG analysis. The device allegedly displayed a continuous connect electrodes alarm and use of the device was inhibited. The operator pressed down firmly on the electordes and cycled device power in an unsuccessful attempt to clear the warning message. An als crew subsequently arrived and continued treatment of the patient. The patient was diagnosed in a non shockable arrhythmia. The patient was not resuscitated. The reporter indicated the device did not cause or contribute to the patient's death. This opinion was based on an assessment of the patient's condition.